Manufacturer narrative:
E1: patient city:(B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient spouse reported that she came to home and found that her husband was unconscious and called for ambulance. The patient spouse also reported that her husband experienced low blood glucose levels which was 21 mg/dl, therefore patient had received glucose shot for the treatment. No further information available.